Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the display screen was badly scratched and was dim. The reporter confirmed that there was no known trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 04/06/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/23/2015 with the following findings:inspection revealed that the display lens was scratched and scuffed: the reported issue was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.